Manufacturer narrative:
Additional information in h6: component codes, type of investigations, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is unrefuted for one screw for the failure of post-op migration, leading to patient pain and revision surgery. No medical records were provided with the complaint. Inspection the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot numbers were not provided, so the dhrs are unable to be reviewed. Potential root cause per the sales rep: "the revision was caused because the patient perform an extreme head extension, the device had moved and causing pain." There may have been other factors that contributed to this event, but this patient accident was identified by the complainant as the main cause. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported a revision surgery was performed to address construct migration and pain experienced after the patient performed an extreme hyper-extension to the segment pot-operatively. The construct was removed and replaced with an roi-c construct. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00028 thru 3012447612-2021-00030.

Event description:
It was reported a revision surgery was performed to address construct migration and pain experienced after the patient performed an extreme hyper-extension to the segment pot-operatively. The construct was removed and replaced with an roi-c construct. This is report two of three for this event.